Event description:
It was reported by service report that the scale was not weighing pt accurately. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cells, replacement parts on order. The reason for the sterilization starting with 90xxx is to provide clarification following a change to stryker's electronic complaint system.